Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient experienced an elevated blood glucose (bg) over 500mg/dl with frequent urination and difficulty concentrating. The reporter stated that the pump recommended a 76 unit bolus for the bg over 500mg/dl. The reporter noted that the pump had been recommending very large boluses but did not specify how long the issue had been happening. The reporter stated that they guess the amount of bolus to give when this issue occurs. Customer technical support (cts) reviewed the pump with the reporter and found that the reporter had changed the insulin sensitivity factor (ifs) from 1unit:100mg/dl to 1unit:5mg/dl without instruction from the healthcare provider. Cts advised the reporter of the function if the ifs, and assisted the reporter in changing the ifs back to 1unit:100mg/dl. Troubleshooting did not indicate any pump defects. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to use error in changing the pump settings.